Event description:
The lay user/pt contacted lifescan (lfs) on 2/3/2007, and alleged that the pt's meter was prompting an apply sample message. The pt has not been able to test for several days due to the apply sample message. Between 10:30 am and 11:30 am, the pt stated she was "not lucid" and felt she did not have any control of her body. She called the paramedics and her blood glucose was tested; the result was 46 mg/dl. She was taken to the hosp where she was treated with IV glucose. She did not take any actions at home other than calling the paramedics. It would have been helpful to know: the date her symptoms began, her test frequency, any changes to her diet, exercise, or medication regimen before or during the meter issue, and if she was admitted to the hosp. This complaint is being reported as the pt alleges that she was unable to test and during this time, she developed symptoms of hypoglycemia and required medical treatment. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.